Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum becomes damaged. The following information was provided by the initial reporter, translated from chinese to english: the patient was critically ill with an indwelling radial artery cannula, and a septal connector was attached for arterial blood collection on (B)(6) 2024 due to therapeutic needs. On (B)(6) 2024 when arterial blood collection was performed, it was discovered that the soft rubber ring at the septal connector was dislodged and inoperable, and it was replaced immediately.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3158440. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.